Event description:
Patient called back and mentioned their healthcare provider (hcp) had told them to call manufacturer rep because they were getting a "settings not available" message on group b again and needed to be reprogrammed.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and mentioned that 4 of their leads were not working and one of the leads were reprogrammed by their rep when they met them last monday. Patient shared the serial number for the controller. Patient mentioned that now they have four leads that are not working, at the beginning of the appointment they had one wire that only had two working. Patient mentioned that they were sent a new remote and their settings were newly done to resolve the issue but the issue hasn't been resolved yet.

Manufacturer narrative:
Updated b5 and codes. Continuation of d10: patient product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device.  The reason for call was caller stated that often times it take a long time to connect and find the implantable neurostimulator (ins) when attempting to charge. Caller also stated that the controller has displayed a message saying the controller needs to be recharged when it truly doesn't need to be recharged. Caller stated that the controller has also shut down while charging the ins. Caller confirmed no visible damage to the controller or recharger. Caller was able to begin charging on the call without any issues. Caller explained that this issue has been ongoing. Agent attempted to confirm event date but pt did not provide a clear answer. Agent reviewed information and sent a request to repair to replace the recharger considering the issues have been ongoing. Caller also noted that they decrease stim at night so they don't feel overstimulation and settings not available displayed one morning when attempting to increase stimulation. Caller stated that they were reprogrammed and was told that something happened with what agent believes to be an electrode on one of the leads. Caller confirmed that the issue was resolved through reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are having trouble with the controller screen not recognizing the touch since yesterday. Patient stated they are getting message settings not available cannot provide your desired setting when they are on group a and they are not able to increase the intensity and they are in pain. Patient reported three connection are not working since (B)(6) 2025. Patient stated they been meeting with manufacturer representative (rep) since (B)(6) 2025 to correct the setting. Patient stated they have appt on (B)(6) 2026 with hcp. Agent asked patient to connect with controller and controller show implanted neurostimulators 80% and controller 100% charged. Patient service confirmed patient did not have a fall or trauma. Agent asked if there is any visible damage on the controller or if the controller rattles and patient said no. Patient mentioned the controller has been dropped a couple times. Agent recommend to monitor the controller touchscreen and call back if the issue continues. Agent recommend patient consult with hcp for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed reps role.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported for reprogramming on (B)(6) due to oor message and inability to adjust stimulation intensity. Patient stated that this is not the first time they has had this issue, and they had required several reprogramming sessions. When the rep initially interrogated the system, it stated that she had connections out at 7, 11-15 along with high impedances at contacts 7, 11, 12, and 14. However, when connections were checked a second time, the connections had resolved but the high impedances at contacts 7, 11, 12, and 14 remained. Several of her groups were programmed along these contacts, the rep programmed around these high impedances which appeared to correct her oor screen. Rep stated they were not sure why the connections suddenly resolved after interrogating a second time, I will attach pictures to this email of the first connections screen and the second connections screen along with the high impedances noted for reference. When reconnecting with her patient programmer, the oor screen had resolved so I assume the issue was programming on contacts with high impedances. As of (B)(6) 2026, the issue is resolved following the reprogramming session, as she was not receiving the oor screen anymore and was able to adjust her intensity as needed. We will see if she is able to maintain coverage of pain complaints, if her contacts go out again or if she has more impedances along her 9-15 lead she might lose the coverage of her right sided pain complaints. Her provider was made aware, a lead revision might be necessary if she continues to have issues with oor and impedances/contacts. The provider was made aware of the findings and the actions that were taken to resolve the issues.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. The reason for call was patient reported that maybe a month ago they had an error message and they had to reprogram the device. Patient reiterate issue already reported. Now on friday night the patient was getting the settings not available message. The patient was redirected to their healthcare provider to further address the issue.